Event description:
While being ventilated by an ulco elite machine, the patient developed bronchospasm, was reintubated and was transferred to a fabius gs machine. The patient was bradycardic on the fabius gs machine and it was noted that the fabius gs was not permitting exhalation. The patient was removed from the machine and hand ventilated.